Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6. (Type of investigation, investigation findings, investigation conclusions). The fse that encountered the issue replaced the drive manifold assembly (0104-00-0031). The leak failure on k7 was corrected. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 23 jan 2026. The failure analysis and testing dept. Received part number 0104-00-0031 drive manifold assy. Serial number (B)(6) with a reported unit failure of failed drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0031 drive manifold assy. Serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the drive manifold to factory specifications per procedure number (B)(4) revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The drive manifold passed the all manifold test. The fat dept. Could not replicate the drive manifold failing the leak test. Retaining the drive manifold in the fat dept. Per procedure number (B)(6) rev. Au. Efer to CAPA #1406400 for additional details.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) had k7 leaking and failing drive manifold leak test. There was no patient involved.